Event description:
Additional information was received 28nov2023. The basket was used a "couple times" to retrieve stones, however, would not function after the first few attempts. A second basket would not open during the procedure, captured under MDR number: 1820334-2023-01720. A third same type device was used to complete the procedure.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 05feb2023: an ngage nitinol stone extractor was also used during the procedure and it would not open after multiple attempts. The procedure was completed with a 4th same type device. In our previous report we incorrectly reported that the basket was used a "couple times" to retrieve stones, however, no stones were able to be retrieved with any of the three devices used.

Manufacturer narrative:
Event description: as reported, during a lithotripsy procedure for stone removal, two ncircle tipless stone extractors (captured under this report and MDR report number 1820334-2023-01720) and one ngage nitinol stone extractor (captured under MDR report number 1820334-2024-00219 ) did not function properly and were unable to capture any stones. The first basket (reference this report) would not close after it was opened. The basket was "flexible" and was able to be retracted and removed from the patient. The second basket (MDR report number: 1820334-2023-01720) was used and would not open on the first attempt. A third basket was used (MDR report number 1820334-2024-00219) and would not open after multiple attempts. It was said that the user routinely tests the devices prior to use, though it is not known if they were in this instance. A laser was used during the procedure. The patient's anatomy was not tortuous, calcified, or scarred. The procedure was completed with a 4th same type device. A section of the device did not remain inside the patient's body. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ; evaluation; a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ncircle tipless stone extractor was returned for investigation. Inspection of the returned device noted: there were multiple kinks in basket sheath. The basket formation was symmetrical and intact. A functional test-with the basket sheath looped over hand was conducted. The handle did not actuate the basket formation to the completely closed position. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows one other complaint (associated with this complaint) associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that did not completely close due to multiple kinks in the basket sheath. The cause for the damage could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of the ncircle tipless stone extractor would not close after it was opened during a stone removal procedure. The basket was "flexible" and was able to be retracted and removed from the patient without further incident. It was said that the user routinely tests this device prior to use, though it is not known if it was in this instance. There was no other damage noted to the device. A laser was used during the procedure. Tortuous, calcified, or scarred patient anatomy was denied. The procedure was completed with another same-like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.